Manufacturer narrative:
Correction: h11: field should include the following statement: device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented in hospital. Upon attempt to interrogate the device, it was noted that the pacemaker was not able to be interrogated, and there was no response to a magnet application. ECG was reviewed and noted a heart rate of 40¿50 bpm, and no pacing spikes were observed. It was suspected that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced with new device. Patient condition was stable.

Manufacturer narrative:
The reported events of failure to interrogate, no magnet response, and failure to capture were confirmed. The reported event of possible premature battery was not confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing, and the battery was found normal. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.